Manufacturer narrative:
The exact age of the patient is unknown,however, it was reported the patient was over 18 years. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hemostatic resolution clip device was used for hemostasis during a polypectomy procedure performed on (B)(6) 2013. According to the complainant, during polypectomy and hemostasis, the clip attached to the bleeding site and locked onto tissue. However, the clip would not release from the catheter. The clip broke and one side of the clip detached. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination was performed on the returned resolution clip device. It was noticed that the clip assembly was detached from the bushing but it was still attached to the control wire via tension breaker and yoke. The prongs could not be opened, but the clip assembly could be deployed. Following a detailed device analysis, it was noted by the complaint investigation site (cis) that there is not enough information to justify what caused these failures. Therefore, ¿undeterminable¿ is selected as the most probable rood cause classification. A review of the device history record (DHR) confirmed that the device revealed no issues related to this event.

Event description:
It was reported to boston scientific corporation that a hemostatic resolution clip device was used for hemostasis during a polypectomy procedure performed on (B)(6) 2013. According to the complainant, during polypectomy and hemostasis, the clip attached to the bleeding site and locked onto tissue. However, the clip would not release from the catheter. The clip broke and one side of the clip detached. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.